Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), it was noted that there was excessive leakage coming from the delivery system (ds) handle when attempting to flush and when flushing with contrast, there was no visibility on fluoroscopy.  The ds along with the leadless ipg was removed and when flushing the ds excessive leaking was noted. The ds was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that a fluid pathway leak was observed on the delivery system. The inner boss of the delivery system was loose. There was a leak at the t-arm luer of the delivery system. The delivery system outer shaft leaks. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is blood on the outer shaft located at the distal end of the stability member. The deployment button hub is not affixed to the outer shaft inside of the handle. The deployment button hub adhesive had released from the outer shaft. The deployment button hub is not adhered to the outer shaft causing a leak inside of the handle. There was a leak at the tether lock housing and the tether lock pin. There was no adhesive on side a of the deployment button hub. There was adhesive on side b of the deployment button hub but had released from the outer shaft. The inner boss has no adhesive on side a and b inside of the adhesive holes causing the inner boss to slip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.